Manufacturer narrative:
The manufacturer did not receive the devices for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Should additional information become available and/or the devices be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer gmbh considers this case as closed. (B)(4).

Event description:
The pt is pursuing a product liability claim arising out of the use of the mmc acetabular cup. It was reported that the pt received a mmc hip generic on an unknown date and was revised on (B)(6) 2012 due to unknown reasons.